Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact. The insulin pump was tested with a good battery cap. The insulin pump was also received normal operating currents. No blank display and no failed battery alarm during testing. The insulin pump had no damage found on the lcd isolation tape noted during testing. The insulin pump was received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer reported that they received failed battery test alarm. The customer reported the insulin pump was grazed against the wall and had a bump. The customer's blood glucose was 160 mg/dl at the time of incident. The customer stated that the failed battery test alarm occurred after inserting a new battery. The customer stated that the insulin pump was not dropped, bumped nor exposed to moisture. The customer stated that the battery compartment and spring were neither damaged nor corroded. The customer stated that the battery cap was not missing or damaged. The customer was advised to clean the battery cap with cotton swab with alcohol. The customer stated that the display did not return. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.